Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away the emergency room. The customer was hospitalized on (B)(6) 2017. The cause of death was stroke but a friend who is a nurse stated it was due to kidney failure, heart failure, and diabetes. The caller stated that the customer had heart and kidney failure that may have led to the customer's passing. The customer¿s blood glucose was 222 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. Pump passed functional testing.